Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 436.506s. Lot: l534107. Manufacturing site: selzach. Supplier: früh verpackungstechnik ag. Release to warehouse date: 21.aug.2017. Expiry date: 01.aug.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile 436.506 / l470493 was manufactured in raron. Part: 436.506. Lot: l470493. Manufacturing site: raron. Release to warehouse date: 11.jul.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate 18929 was reviewed and the used material was according to es0438_rev. B specification for implants for surgery. A product investigation was conducted. Investigation summary: the complained part was forwarded to the manufacturing facility for evaluation. It was found that the returned plate with article number 436.506 (lcp olecranpl 3.5 r 6ho l138 ti) with the lot number l470493 is broken between hole a and b. The complaint regarding the break of the plate is confirmed. All critical to quality features considered relevant to the plate breakage were remeasured and were found to be in specification. The device history records was reviewed including the review of the documented measurements during production. All values were found to be in specification. No ncrs were generated during the manufacture of the plate. Review of the dhrs showed that there were no issues during the manufacture of the plate that would contribute to this complaint condition. It was determined that the device broke due to post manufacturing damage. No manufacturing related issues were observed during investigation. Therefore, the complaint is acknowledged but not valid from the manufacturing point of view. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the part of the locking compression plate (lcp) olecranon plate was found broken during unpacking. Procedure and patient involvement were unknown. This report is for one (1) 3.5mm ti lcp olecranon plate 6 holes/right/138mm-sterile. This is report 1 of 1 for (B)(4).